Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the patient experienced no vibration from the receiver and an adverse event on (B)(6) 2016. Patient was at work and at 3:00pm his wife called his work and cell phone. Patient did not answer. At 3:30pm patient's wife called the patient back, who answered, but was not speaking well. Patient's wife arrived at the patient's work at about 3:40pm and immediately took the patient to the emergency room (ER). They arrived at about 3:45pm and the patient's blood glucose was at 23mg/dl. Before the patient got out of the car, he was treated with a glucose shot. Once the patient started coming back from his diabetic reaction, he was removed from the car, put into a wheelchair and taken into the ER for further treatment. Patient was given a sandwich and orange juice. Patient was at the hospital until 5:30 pm and then released. It was further reported that at the time of the event, the patient did not feel/hear the receiver vibrate. No additional event or patient information was provided.